Manufacturer narrative:
(B) (4).

Event description:
Per the parent, the patient reported feeling a ¿shocking¿ sensation when using the external speech processor. Re mapping the speech processor alleviated the feeling with a decrease in performance. An integrity test done (B) (6), 2008 indicated multiple electrode anomalies. Re mapping around the anomalous electrodes did not increase the patient¿s performance. The patient was explanted (B) (6), 2009 and the patient was reimplanted with a new device during the same surgery.